Event description:
During the customer's requested upgrade of the device, the zoll service technician observed that the customer also noted, in the paperwork that was returned with the device, that upon power up, the unit displayed a defib fault message. The complainant indicated that there was no patient involvement in the reported malfunction.